Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all dispensing cabinets stopped communicating. The technical support specialist (tss) checked message status. No current issues were found. Historical logs indicated a previous gap in communication. The server was accessed via securelink, and a downtime query was executed in sql server management studio. The last successfully processed xml time was current, and queries confirmed that messages were crossing without errors. No disconnected flags were present for core coordination engine (cce), and no alerts were shown under health sight viewer (hsv). The customer verified resolution. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server all dispensing cabinets had stopped communicating and no new orders or patients were showing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.